Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue could not be confirmed. It was found that the loop was detached from the hook and not returned for the investigation. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device's loop does not come out of the sleeve, it is stuck inside the sleeve. The reported issue occurred during a therapeutic polypectomy procedure, which was completed with a another device. There were no reports of patient harm.